Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a horizontal line across their insulin pump's screen. Customer stated the horizontal line was pixilated. It was found the pixilated screen appeared after an infusion set change. Customer stated they did not drop or bump their insulin pump. The customer also stated they were unable to properly read the insulin pump's screen. Customer's blood glucose was 103 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No pixelization horizontal line noted during testing. The device had had cracked reservoir tube lip.